Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 30.dec.2021: lot 1907397: (B)(4) items manufactured and released on 28-nov-2019. Expiration date: 2024-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event. Additional implant involved: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 1902883. Batch review performed by medacta regulatory affairs department on 30.dec.2021: lot 1902883: (B)(4) items manufactured and released on 08-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event. Additional implant involved: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 1907339. Batch review performed by medacta regulatory affairs department on 30.dec.2021: lot 1907339: (B)(4) items manufactured and released on 8-jan-2020. Expiration date: 2024-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: stem: masterloc 01.39.203 cementless ti coated lat stem size 3 (k160289) lot. 166778c. Batch review performed by medacta regulatory affairs department on 30.dec.2021: lot 166778c: (B)(4) items manufactured and released on 20-apr-2020. Expiration date: 2025-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2016. Additional implant involved: screws: mpact 01.32.6530 cancellous bone screw, flat head ø 6,5 l 30 (k103721) lot. 1903942. Batch review performed by medacta regulatory affairs department on 30.dec.2021: lot 1903942: (B)(4) items manufactured and released on 14-jun-2019. Expiration date: 2024-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: screws: mpact 01.32.6520 cancellous bone screw, flat head ø 6,5 l 20 (k103721) lot. 2002400. Batch review performed by medacta regulatory affairs department on 30.dec.2021: lot 2002400: (B)(4) items manufactured and released on 04-jun-2020. Expiration date: 2025-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in 1 year and 2 months after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon performed a washout, removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.